Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection an f-50 alarm was identified. The cause was determined to be a damaged central processing unit board (cpu). No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flogard infusion pump found to have an f-50 alarm. No additional information is available.